Manufacturer narrative:
Information contained in this report was previously submitted through asr on 18/apr/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold crease, an opening, wear abrasion, and device appearance of air cavities observed but are not considered a defect as it is located on the non-textured part of the device. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the valve bond edge due to an unidentified tear opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.